Manufacturer narrative:
The device returned to the regional repair center for evaluation. The customer¿s reported issue was confirmed as the device displayed no image due to a damaged cable unit. A visual inspection identified a significant cut on the insulation cable exposing the internal elements and the cable is serverely deformed/kinked just below the protective boot cover. A review of the device¿s repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed by the customer via service request that the customer camera head¿s ¿image does not appear¿that was identified during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was replicated. There is a cut in the cable and damage to the cable unit was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.